Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the product history and complaint database review are complete.

Event description:
It was reported that during a percutaneous transluminal angioplasty of an arteriovenous fistula, a pressure pump was used to inflate the balloon; however, the locking mechanism of the pump became dislodged affecting the balloon dilation. No patient injury, additional procedures, medical intervention, or medications were reported.